Manufacturer narrative:
Philips service suggested calibration/adjustment; it is unclear if this was performed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a generator busy message appeared and x-ray was unavailable during use on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.